Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause of the malposition cannot be confirmed, however, investigation results suggest/indicate that patient factors (aortic root very horizontal/overhanging native leaflet) may have contributed to the valve migration into the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), post deployment the 20mm sapien 3 valve migrated into the left ventricle outflow track  (lvot) and a valve-in-valve was performed with a 23mm sapien 3 valve. This was a transfemoral tavr procedure with a 20mm sapien 3 valve in the native aortic annulus. When the pusher was retracted for valve deployment, the valve moved distally 2mm, possibly due to release of tension.  The valve deployment positioning compensated for the movement and the valve was deployed symmetrically per normal procedure, resulting in the valve final position 70:30 aortic/ventricular.  The valve immediately moved into the lvot.  It was suspected that a native leaflet sat on top of the 20mm s3 valve and had pushed it down into the lvot.  It was decided to implant a second valve to secure the first valve in the lvot and capture the native valve leaflets, preventing further migration.  A 23mm s3 valve was prepped, as in their opinion, the inner skirt would constrain the second valve so it would be impossible to oversize. The 23mm s3 valve was successfully deployed.  Post tavr tte showed trivial regurgitation and a mean gradient of 21mm hg. Per the latest report, the patient is doing well and was discharged for rehab.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.